Event description:
Through the journal article, "adm-assisted direct-to-implant prepectoral breast reconstruction in postmastectomy radiation therapy setting," the authors report a cohort of 485 (439 patients) prepectoral breast reconstructions performed with acellular-dermal-matrix assisted direct-to-implant technique over a 5 year period. The cohort was split based on whether or not the patient received post-mastectomy radiation therapy (pmrt). Patients who received pmrt had CT scans to determine skin flap thickness. The reported complications are "capsular contracture (baker grade iii-IV)", ¿hematoma¿, ¿seroma¿, ¿surgical site infection¿, ¿mastectomy skin flap necrosis.¿ the event of ¿mastectomy skin flap necrosis" was determined to be not device-related. Drug intake and pmrt were significantly associated with postoperative complications, and thinner subcutaneous tissue was linked to a higher complication risk. All reconstruction surgeries were performed with cohesive silicone gel implants, and the manufacturers were specified as allergan natrelle®, mentor, and polytech.

Manufacturer narrative:
Article citation: susanna polotto et al, adm-assisted direct-to-implant prepectoral breast reconstruction in postmastectomy radiation therapy setting: long-term results, clinical breast cancer, https://doi.org/10.1016/j.clbc.2023.06.011. Continued e.1 zip code: (B)(6). Continued e1 (facility name): (B)(6) hospital. Continued h.6 health effect impact code: f2203 imaging required. The events of seroma, infection, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (unknown onset), capsular contracture grade iii - IV.